Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the right ventricular (rv) lead had low impedance measurements. It was noted that the patient complaint of pain around the pocket area. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the battery longevity estimator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) longevity measurements seem to be changing more quickly. It was noted that the longevity estimator is giving overestimations due to the software using the incorrect lead polarity. The device is calculating the estimate using the bipolar impedance instead of the programmed polarity of unipolar. The device will overestimate until the battery reaches the blending period at which the longevity will become corrected. The device remains in use. No patient complications have been reported as a result of this event.